Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4) see section d for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neck trial which had already been inserted could not be connected with the broach. Although the surgeon tried to remove the broach, the broach handle could not be connected with the broach smoothly. After removal of the neck trail, the surgeon tried to connect the neck trial with the broach out of operative field, but he could not. They could not find any deformation of the tip of the broach.

Manufacturer narrative:
Additional narrative: a functional test with a mating broach handle confirmed the complaint; the tip of the broach would not assemble into the broach handle. Examination of the returned broach found deep circular scratching at the proximal portion of the taper preventing the assembly of the mating instruments. The root cause is attributed to misuse. Deep circular scratching is due to the taper not being seated all the way into the broach handle before locking down on the lever locking mechanism of the broach handle. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The neck trial which had already been inserted could not be connected with the broach. Although the surgeon tried to remove the broach, the broach handle could not be connected with the broach smoothly. After removal of the neck trail, the surgeon tried to connect the neck trial with the broach out of operative field, but he could not. They could not find any deformation of the tip of the broach. They want to know the reason of this issue.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.